Manufacturer narrative:
(B)(4). Actual device batch number associated with this event is not known. The possible batch numbers are reported as follows: me2631; expiration date: 04/30/2023. Date of mfg.: 05/11/2018. Me2941; expiration date: 04/30/2023. Date of mfg.: 05/22/2018. A manufacturing record evaluation was performed for the possible lot finished devices, and no non-conformance's were identified. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent c-section on (B)(6) 2019 and suture was used. During the procedure, the needle broke off into the patient. The broken needle was retrieved. The case was completed with another device of the same product code. There were no adverse patient consequences reported.

Manufacturer narrative:
Date sent to the FDA: 07/22/2019. Additional h-3 summary: a failed suture needle, was submitted for evaluation. The component was identified as product code vcp946h. A fracture was observed in the body of the needle. The needle was received in two pieces.the evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle. There is no evidence of any material flaw that would cause premature failure. Four empty opened foils and forty unopened samples of product code vcp946, lot me231 were returned for analysis. The complaint sample was not received. During the visual inspection of thirteen samples, no defects were found on the packages. The samples were opened and the swage and attachment area were noted to be as expected; also, the tip and body of the needles were examined and no defects, damage or needle breakage were found. Besides, the resistance test was performed and no issues or anomalies were noted. According to the samples conditions, no performance - breakage needle was found.